Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the wolverine balloon became difficult to cross and insert to the lesion. Eventually, the device was able to cross; however, during third inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were noted.